Event description:
Dealer states the (B)(4) elrs on this chair are dragging the ground when in the lowest position. Dealer states they want different front riggings. Recommended the h93e as the customer has a 15.75" knee to heel range. Dealer also states the first time they installed the rigging the left side handle came off.